Manufacturer narrative:
(B)(4) event evaluation: a review of complaint history, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. Visual inspection of the returned device confirmed the sheath separated from the check-flo assembly. There was a small crushed area on the flare where the material had turned white. The area was triangular in shape, measuring 2 mm wide at the perimeter of the flare and coming to a point near the distal end of the flare. The material in this area was thinner than the adjacent material. The diameter of the flare met the specification. There was no other stretching or deformation of the flare. Detection activities have been conducted; it is feasible to suggest the flare was not sufficiently secured in the cap during manufacture. We will notify the appropriate internal personnel and continue to monitor for similar complaints.

Event description:
During a runoff angiogram sfa leg procedure, the sheath separated from the hub. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During a runoff angiogram sfa leg procedure, the sheath separated from the hub. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.